Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 27 mmol/l and 34.4 mmol/l. Customer did not want troubleshooting for high blood glucose. Customer stated that insulin pump was out of auto mode. Customer stated they feel better. The insulin pump will not be returned for analysis.